Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator went into back-up operation upon attempt to perform a firmware upgrade. The patient was not symptomatic to the backup operation. The device was successfully restored.